Event description:
On (B)(6) 2012, the reporter contacted animas on behalf of his daughter (the patient) and reported low blood glucose (bg) levels for the past 3 days. The reporter indicated that the patient had bg levels in the "73-87 mg/dl" range. The reporter stated that he lowered the basal rates and was starting to give a juice box with no insulin coverage. However, the reporter claimed that the patient's fasting bg levels remained in the "73-87 mg/dl" range. On (B)(6) 2012, the reporter claimed that the patient has a bg level in the "80's" at night. The patient reportedly went to bed without having a box of juice. At 2:30 am, the patient allegedly woke up with a bg level of "37 mg/dl." The patient drank and her bg increased to "87 mg/dl." The reporter denied that the pump was exposed to an x-ray or MRI. He also denied that the pump suffered any type of trauma. Alleging an intermittent power issue with the pump. The alleged issue was not resolved with troubleshooting. The pump was replaced. The patient did not allege any harm or injury because of the reported issue. The reporter mentioned that had started taking an unspecified vitamin supplement on (B)(6)2012, due to low vitamin d levels. Through troubleshooting, the reporter confirmed that the pump's advance features and settings were correctly set. The pump¿s tdd added up correctly. The boluses were delivered as programmed. The animas representative involved in this contact determined that there was no evidence of a mechanical malfunction with the pump. The pump was replaced per the reporter's request. Based on the information provided, this complaint is being reported due to the following conclusion: the reporter claimed that the patient suffered a low bg level suggestive of severe hypoglycemia. However, at this time it is unknown if the pump contributed to the patient's injury considering no issues were found with troubleshooting.

Manufacturer narrative:
The pump has been returned to animas for evaluation. The evaluation of the product has not been completed; therefore, no conclusions can be drawn at this time. Once the evaluation is completed, a supplemental report will be filed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on (B)(4) 2012with the following findings:a review of the total daily dose history showed that the daily insulin delivery totals correctly reflected the user programmed basal rates up until the reported event date.the units remaining were correctly calculated and were found to record in the pump history. There were no alarms noted related to the complaint in the pump alarm history. Typical usage alarms and warnings were observed in the black box history; there were no unacknowledged alarms, warnings or delivery interruptions noted in the pump history. The "ezprime" operation was performed with no issues noted. A 29 hour flow accuracy test was performed and the pump was found to be delivering within specifications.